Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of allergic reaction/ hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was allergic reaction / hypersensitivity.

Event description:
Patient reported "at the last fill of her implants her body "rejected" the implants and they had to be removed."this record is for the left side.